Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a cadaver lab procedure, the comb was bent and would not mesh the skin. The harvested graft was not useable. No patient involvement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). On march 9, 2017, it was reported that the comb was bent and the device would not mesh skin. The skin that was meshed was cadaver skin. On march 27, 2017, it was clarified that the issue occurred during the meshing procedure on (B)(6), 2017. It was reported that an alternative device was retrieved for use and the event was not identified immediately upon opening the device and before first use. The event did not occur during first-ever use of the product and also not related to surgical technique or user error. The harvested graft was unusable and a different mesher was used for the remainder of the tissue. The blade was properly placed for use and it was inserted upside down/ improperly placed. The dermacarrier was at room temperature and the device was not repaired by someone other than zimmer biomet. The facility reporting this information is a cadaver tissue bank. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was (B)(6), 2014 where it was reported that the device had a worn drive gear and a defective handle and the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware were replaced and the ratchet was repaired. This is not a related issue. The previous repair report for the skin graft mesher, serial number (B)(4), was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on march 14, 2017 revealed that the comb was damaged, the roller end was turned, the gear was deeply worn, and the side plates were gouged. The calibration and test cut could not be taken because of the damaged to the comb. The 1.5:1 ratio cutter, serial number (B)(4) does not meet the test requirements and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gears, and the ratchet was repaired. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event ¿the comb was bent and the device would not mesh skin¿ was confirmed since during initial inspection the comb was damaged and the calibration and test cut could not be performed due to the damaged comb. The cutter did not meet the test requirements and was deemed non-repairable. The root cause of the comb was bent and the device would not mesh skin cannot be specifically determined with the provided information. The issue was resolved with the replaced the roller, worn bushings, worn side plates, damaged comb, gears, and the ratchet was repaired. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer